Manufacturer narrative:
The sonicare adaptive clean brush head is an accessory to the sonicare power toothbrush. Initial reporter: (B)(6) dental office is the dental office where the customer purchased the brush head.

Event description:
Consumer complained about bristles falling off. No injury reported.